Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed critical pump error after battery installation. Verified 3 consecutive pump error 53 alarms (line number 24578 file number 26100 in the pump history download on 11/26/2023 between 20:20:29.000 and 20:20:54.000 due to moisture damage to the motor assembly, pcb1 and pcb2 board as per global logic analysis esf347087. Unit successfully downloaded to thump. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. The unit also was received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, serial number label damage, and pillowing keypad overlay. In summary, unit showed critical pump error (open book image) which was triggered by moisture damage to the motor assembly. The customer concern of cracked case on battery compartment was confirmed what cracked case on battery tubes was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the insulin pump. The customer reported no adverse event.the event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and insulin pump was retuned for analysis.